Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the analyzer and observed debris floating inside the reference electrode. The fse determined the reference electrode was defective. The customer replaced the reference electrode to resolve the issue. The fse performed system verification successfully without issues. The analyzer returned to normal operation. The customer was satisfied. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated one (1) false high patient results for sodium (na). The customer provided a verbal example of the false result. The erroneous patient result was not reported outside the laboratory. The customer did not provide patient demographics. There was no report of change to treatment, injury, or death associated to this event.